Event description:
The account reported an imx bhcg result of 35 miu/ml on a pt in 2001. The pt sample was retested two days later after results were questioned by the physician. The sample retested at 176 miu/ml. The account states that all quality control was within range and no instrument flags or error codes were generated. No impact to pt management was reported.